Event description:
It was reported that during biomed testing, the autopulse platform stopped performing compressions and displayed a "system error, out of service, revert to manual CPR" message. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform was returned to zoll (B)(4) on 10/21/2014 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found the short black cover to be damaged. The returned platform was unable to undergo initial functional testing as it displayed a "system error, out of service, revert to manual CPR" message. A review of the platform's archive was performed and found no anomalies on the reported event date of (B)(6) 2014. The system processor board was replaced to remedy the reported complaint. Based on the investigation, the short black cover was also replaced. The platform underwent and passed all final functional testing. In summary, the customer's reported complaint of the platform exhibiting a "system error, out of service, revert to manual CPR" message was confirmed upon initial functional testing. The root cause was determined to be a defective system processor board, which was replaced, allowing the platform to function as intended.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.